Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead when physician went to extend helix, full helix extension was not seen under fluoroscopy. The lead was removed from the patient's body and helix extension was attempted on back table. Spinning of mechanism near the tip could be visualized, however, the helix would not extend, even when enough turns had been given that reverse torque was felt at rotation tool. A different rv lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the full lead was returned in segments, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).